Event description:
Initial MDR noted lead was capped, but only the sense/pace portion was capped and replaced at that time. New information notes that during normal follow up, externalized conductors were observed via diagnostic imaging. Low hv impedance was also noted. Patient was asymptomatic. The device was turned off and the lead will be completely explanted.